Manufacturer narrative:
This report is being submitted to update the information in section h6. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was explanted due to unknown reasons. This lead was successfully replaced, and no additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was received and it was reported that this lead was explanted due to noise. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Event description:
It was reported that this lead was explanted due to unknown reasons. This lead was successfully replaced, and no additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.